Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was a 'primary audible alarm' and an 'acu watchdog' alarm revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the event history log. As a preventative measure the speaker was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a recurring alarm. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed through testing, but the reported alarms were found in the device's event history log. There was no known cause of the reported issue. The speaker was preventatively replaced.